Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group (B)(4) . Sorin group manufactures the sorin centrifugal pump console (scpc). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the sorin centrifugal pump console became unresponsive during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate the reported issue. The service representative found that fluid penetration into the touch screen was the cause of the reported issue. The touch screen was replaced and photos of the replaced device were sent to sorin group (B)(4) for evaluation. Through photographic inspection, sorin group was able to confirm the reported issue and identified the root cause to be fluid penetration into the touch screen. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. Sorin group (B)(4) has initiated a CAPA in response to this type of issue.

Event description:
Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump console became unresponsive during a procedure. There was no report of patient injury.